Event description:
Pt has elevated ptts on two separate lab draws. Ptt(partial thromboplastin time) level so far out of range twice that questionable bolus dose given? Pt aptt levels have been therapeutic up until this point. Labs drawn opposite side of heparin infusion and no change in dose of drip prior to lab draw. Infusion paused per protocol and repeat level was checked which resulted within normal limits. Unsure of reason of elevated levels so will tag for safety. Pump removed from service. Pump (B)(4).